Event description:
In 2007, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Two months later, another gore tag thoracic endoprosthesis was implanted to repair a proximal type I endoleak. The final intraoperative angiogram revealed that the endoleak had diminished. However, it could not be determined if the endoleak was a proximal type I endoleak or a possible type ii endoleak. The physician will continue to monitor the pt.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, two gore tag thoracic endoprostheses were implanted (lot#03640306 and lot#04448100). Two months later, one gore tag thoracic endoprosthesis (lot#04150347) was implanted.